Manufacturer narrative:
On (B)(6) 2014, (B)(6) from the injecting office provided follow up information. She stated that the patient is better but not resolved. This is on-going. They have not had this happen before and did not initially assess it properly. This was a staph infection. The patient has a history of staph infection. (B)(6) does not feel that this is related to radiesse. They have the patient on clindamycin over a period of time.

Event description:
On (B)(6) 2013 the female patient was injected with two 1.5cc radiesse syringes into the preauricular area and angle of the jaw region. Within 48 hours after the injection the patient started to complain. The injecting office initially thought that this was a nodule or granuloma. They had not seen this occur before. Three weeks post radiesse injection the patient returned to the injecting office. The patient has visible nodules. The patient was injected with 20mg kenalog and one week after that the second kenalog injection. On (B)(6) 2013 the patient was injected with 20 mg kenalog "per lesion." There is one big lesion on the right that looks like three little ones that came together. There is one small one on the left. Merz north america was notified of this event on (B)(6) 2013. A merz north america nurse spoke to (B)(6), injector on (B)(6) 2013. There has not been any improvement in the nodularity that appears bilaterally. (B)(6) and the merz nurse discussed that hcps often treat nodules with compressive/vibratory message, or dispersion of the caha nodule with injection of saline or lidocaine into the nodule. (B)(6) and the merz nurse also discussed that when nodules are persistent some practitioners will use a combination of lidocaine, dilute kenalog, and 5fu. Next (B)(6) from the injecting office spoke to a merz north america contracted physician, (B)(6) on (B)(6) 2013. (B)(6) advised to mix 5fu, lidocaine 2% and kenalog 10 mg/ml in equal parts and inject only intralesionally. The nodules are waxing and waning and have drifted toward the angle of the mandible. (B)(6) further advised that this will be 4th steroid injection to use 50/50 lidocaine and 5fu for future injections.